Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include nausea, vomiting, abdominal pain and fatigue. The personal diabetes manager (pdm) battery was reportedly draining quickly and had to be changed every three days. During the time of incident, the pdm battery was depleted and the pdm turned off. The patient was treated with insulin, fluids and antibiotics intravenously.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.